Event description:
It was reported microscopic examination of a kidney biopsy sample revealed two millimeters of what is believed to be a segment of detached needle in the tissue. No pt complications resulted from this event. Follow up revealed this was the third biopsy sample taken and visualization of the device post procedure could not detect a break or a nick in the needle. The device was discarded by the user facility. Without evaluating the device co's unable to determine the cause for this event. Co's direction for use state: "warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."